Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had delivered an inappropriate therapy for an supra ventricular tachycardia (svt) that the device classified as a ventricular fibrillation (vf) event. Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.